Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was not impacted. A system check was performed using the current supplies and the occlusion was found to be within the cartridge. Reportedly, a cartridge and infusion set change was performed to address the occlusion alarm.